Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00x20mm promus element(tm) drug-eluting stent was advanced to treat a lesion. However, during the procedure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The initial visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. There was evidence of contrast medium in the device. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the returned device identified that the pigtail mandrel was pushed too far into the tip. It was not possible to remove the mandrel without applying extra force. During the removal of the mandrel force was inadvertently applied to the crimped stent, resulting in some of the stent struts being misaligned. This damage to the stent only occurred during the handling of the device as part of the product analysis. Initial attempts to inflate the balloon failed. The failure is consistent with a build-up of contrast media that was visible inside the device. As a result, the device was soaked in water bath at 37 degrees. After soaking for 24hrs, the device was attached to encore inflation unit and the balloon was inflated to nominal pressure and subsequently to rated burst pressure (rbp) with no restrictions, and the stent deployed. However, an examination of the deployed stent identified that the stent struts were misaligned. This damage to the stent occurred when the analyst attempted to remove the pigtail mandrel. No balloon leaks or balloon rupture was noted. No leaks were noted in any part of the delivery catheter. The device maintained pressure without exhibiting any leaks or drop in pressure. The encore inflation device was verified at 18 atmospheres before and after use with a calibrated pressure gauge. Using the same encore, a vacuum was pulled and the balloon deflated slowly. The balloon was inflated again to rbp and using a calibrated stop clock, the deflation time of the balloon was recorded at 28 seconds (specification is less than or equal to 16 seconds). A visual and tactile examination found slight kinks on the hypotube. A visual and tactile examination found and a severe kink at 9mm distal of the hypotube/midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system during device use. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00x20mm promus element¿ drug-eluting stent was advanced to treat a lesion. However, during the procedure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.